Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a lantern delivery microcatheter (lantern), ruby coils, pod packing coils (pod pcs), and a non-penumbra guide catheter. During the procedure, the physician implanted one ruby coil and two pod pcs in the target vessel. Subsequently, the physician encountered resistance when advancing the next pod pc through the mid-shaft of the lantern and removed the pod pc. On the back table, the physician checked the integrity of the pod pc and encountered resistance again when advancing it. The physician then attempted to re-advance the pod pc in the patient and encountered resistance again. Therefore, the lantern was removed. The procedure was completed using a new lantern, the same pod pc, and a new pod pc. There was no report of an adverse effect to the patient.